Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the batteries are completely dead and not charging on the perfusion system. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.